Manufacturer narrative:
Continuation of medical devices: 6935m62 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection by apparent bacteremia. The implantable cardioverter defibrillator (ICD) and two right ventricular (rv) leads were explanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.